Event description:
Pt was diagnosed with large infected retroperitoneal lymphatic malformation with hydronephrosis in 2008. A partial resection was performed 2 months later. She had persistent chylous ascites unresponsive to medical management and numerous drainages of the peritoneal fluid. A denver shunt was placed 2 months later. The shunt initially worked well, but she then began accumulating chylous ascites again. She underwent diagnostic fluoroscopy a month later to determine if the shunt needed to be replaced or repaired. The contrast study demonstrated that the tip of the shunt had migrated back to the r brachiocephalic vein region with a fibrin sheath around the tip of the catheter. Drainage of the ascetic fluid was initiated using a closed system with a glass suction bottle. During the drainage, the pt suffered an acute air embolism and expired.